Manufacturer narrative:
As reported, this male patient was brought back for an irrigation and debridement. The poly insert was removed, wound cleaned, and a new size 4 15mm psc was implanted. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation as the product was sent with labs. Additional information received indicates that the patient had symptoms of possible infection in knee. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.

Event description:
As reported, this male patient was brought back for an irrigation and debridement. The poly insert was removed, wound cleaned, and a new size 4 15mm psc was implanted. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation as the product was sent with labs. Additional information received indicates that the patient had symptoms of possible infection in knee.